Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. The issue was observed during inspection, there was no delay, and the procedure was completed without any problems. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the root cause of the b30 error could not be determined as the issue could not be reproduced. Root cause of the glue peeling off the objective lens could not be determined. However, this may have occurred due to external factors/handling such as chemical or physical stress. The event can be detected/prevented by following the instructions for use: the inspection method for suggested for the b30 error is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. The inspection method for the suggested for the glue peeling off the objective lens is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the b30 (scope communication) error could not be reproduced. Other device evaluation findings include: the adhesive around objective lens was peeled; the distal end had a dent; the bending section cover rubber had a scratch; the bending section cover rubber adhesive had a chip; the light guide cover glass had a scratch; the video connector was deformed; the protector of the universal cord on the suction connector side had a scratch; the label on the light guide connector was peeled; the label on the video connector was peeled; due to damage on forceps elevator lever, the angle knob torque of forceps elevator lever at engage exceeded the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the deflectable videoscope displays a b30 (scope communication) error. The issue was observed during an unspecified procedure, which was completed using the same device. There were no reports of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's updated investigation. Based on the results of the investigation the following factors are likely to cause the event of b30 to temporarily occur: based on information that this occurred during an inspection after reprocessing, a contact failure such as a short circuit temporarily occurred when the video connector was connected with water droplets adhering to the contact area of the video connector. A sudden overcurrent flowed through the endoscope's electrical circuit, and the video system center detected an abnormality and reported an error code. The overcurrent occurred due to the video connector being connected or disconnected while the system power was on, current leakage from other devices or electrical wiring, static electricity being applied to electrical contacts, etc. Since the internal board of the video connector has not been replaced since the delivery date of august 2014 (use period: approximately 9 years and 2 months), the components mounted on the board (capacitor parts, etc.) Have deteriorated due to the accumulation of stress over time. This occurred due to unstable operation. The metal part of the distal end of the insertion section was dented and scratched as if it had been rubbed against the bending section rubber, and the built-in image sensor cable was damaged by strong external stress, causing temporary contact failures due to bending loads during handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.